Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels after the insulin pump had been lost. The blood glucose reading was 420 mg/dl. The customer stated that the insulin pump had been in his pocket while he was in a passenger van, he fell asleep, and when he awoke, he realized that the device was lost. The device had been lost for 2 days and the customer had high blood glucose as a result. The customer advised that he would monitor and call his doctor if the condition worsened. The device was eventually found and returned to the customer. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip, and minor scratches on the display window.